Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 had failed to open and close. A field service engineer (fse) identified a broken compressor spring as the cause. The station was powered off, and the compressor spring was removed and replaced. After powering the device back on, the fse logged into the hardware test application and ran a successful functionality test. The station was then restarted. The repair was verified through the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 was failed. Customer tried to recover and restart but the issue persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in patient care while removing medications. However, there were no adverse events or injuries reported based on this event.